Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Lap. Cholecystectomy/needlescopic - "in service ca500. To reach the exact position of reload was very difficult, she didn't find the exact position of reload - the first way of clipping needs to much power and didn't work smooth. She said it's absolutely necessary the instrument works smoother and not so hard - she also said that there is no acoustic click (like the 10mm system) when the clip is placed - in her opinion is that a must have." Patient status: unknown.